Event description:
A customer reported that their pump screen was dark and would not turn on, along with periodic beeps and vibrations. There was no reported impact to the customer¿s blood glucose level. Tandem technical support arranged for the pump to be replaced and guided the customer on using manual insulin delivery methods in the meantime. The customer was also instructed on how to return the malfunctioning pump.